Event description:
It was reported that the pump shut off unexpectedly. The customers pump is currently out of warranty. Customers mother declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.